Event description:
It was reported that a malfunction occurred with the code malf 12, but no notable events preceded the issue. The customer's blood glucose level remained within normal limits and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset instructions, assisting the customer in resetting it. The malfunction did not recur, allowing the customer to continue using the pump, and they were advised to call back if the issue reappeared.